Event description:
Patient had int in left wrist. Upon removal, there was no catheter attached to number 18 jelco hub. No catheter palpated at site of insertion or surrounding area of the arm. X-ray ordered by physician.